Event description:
Additional information received indicates that the patient had their ipg explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.